Event description:
An ophthalmic surgeon reported that a large amount of air came out from infusion line during a vitrectomy procedure. They attempted the settings two times, and the amount of the air decreased, but still persisted. The procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. .